Event description:
It was reported that a novum iq large volume pump had a keypad problem. When the "dot" was pressed, #9 appeared on the screen; the #9 did not always work. This was found during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional keypad testing, the reported condition was reproduced; when the "9" button was pressed, the pump displayed "9.". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a defective keypad. The front door cover assembly would be replaced to resolve this issue. Should additional relevant information become available, a supplemental report will be submitted.